Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 580mg/dl, associated with an alleged dim and fading display issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump had a dim display issue that was progressively worsening for the past six months, and cannot safely read the screen to deliver a bolus. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a dim display issue.

Manufacturer narrative:
Follow-up #1: date of submission 24-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2019 with the following findings: during investigation, the pump powered up to the verified screen with a dim/pink contrast. The display was legible. Unrelated to the original complaint, the battery compartment was cracked above the grip. The battery cap was able to fully secure. The total daily dose basal deliveries added up correctly with the basal program. According to the total daily dose history there was no evidence of delivery interruptions or inaccuracy on or before the complaint date. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.